Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy, at the third firing while using the device in functional end to end anastomosis the stapling crossed the entire line and the malformed staple line was observed. In the shape of the letter u, the letter 6 or the tip of the staple line was bending outward. There was no problem in the dissection of the colon and ileum during the side to side anastomosis, the device was able to fire without a particularly heavy feeling when squeezing the handle but when the jaws were opened the problem occurred. There was no particular impression that the tissue was especially thick and there was no problem during dissection. The procedure was completed with another device. The surgical time was extended by less than 30 min. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the cartridge revealed that the first loading unit was fully fired and the anvil clamping mechanism was deformed. The second loading unit was received with a full complement of staples. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur under the following conditions 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.